Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2106723: (B)(4) items manufactured and released on (B)(6) 2021. Expiration date: 2026-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for femur fracture at about 10 days from primary surgery. The reason of fracture is unknown. Stem head and liner revised successfully.